Event description:
An impella support was ongoing with a pump and automated impella controller (aic). The ICU staff observed the aic to have alarmed for a "controller error" and "placement signal not reliable". To remedy the issue the team replaced the aic and support proceeded with no harm. The console replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> the console was not returned for investigation within 45 days.